Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin and no numbers come up on screen. The customer¿s blood glucose was unknown. Customer stated that they puts new reservoir in insulin pump to fill insulin and presses act to fill and it squirts out insulin and no numbers come up on screen right away and they was not sure what to do. Customer declined troubleshooting. The device will not be returned for analysis.